Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose readings ranged between 30s and 40s. It was unknown how the customer treated for their low. The customer reported changing the basal rate and reported that change seemed to stop the lows, and reported blood glucose range of 90-110. The customer reports not having any issues since making the changes. The customer reported using the automode feature. The pump will not be returned for analysis.

Manufacturer narrative:
The aware date provided in section ¿date received by manufacturer¿ in the initial report was incorrect. The correct aware date is february 3, 2020.